Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. A review of the following labeling was performed: 07-19-61-244 october 2, 2009 homechoice apd systems patient at-home guide.; "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. A low drain volume alarm occurs to let you know that your drain flow rates indicate that you are empty, but have not achieved your minimum drain volume. Follow the steps below to bypass a low drain volume alarm. Contact your dialysis center to learn when it is safe to bypass. Press go to resume drain." If any additional information is received, a follow-up will be sent.

Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013 23:17:23. During night drain cycle five, the patient's ultrafiltration reading was 1048ml, indicating the home patient (hp) drained 1048ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.